Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; upper case was broken and the menu encoder was pushed inside the device. Analysis also found the insulation of the battery and display wires was pinched (wire insulation not compromised). One case screw was contaminated and one knob was missing.

Event description:
It was reported the menu knob was broken and snapped the inside of the top case. The external pulse generator (epg) was returned for repair. No patient complications have been reported as a result of this event.